Event description:
Caller reported experiencing a cartridge alarm 20 during pumping, which did not cause the customer's blood glucose level to exceed 500 mg/dl but was noted to be 300 mg/dl. A replacement pump with updated software was sent to the customer by the technical support team, who also confirmed the customer's shipping address. They instructed the customer to return the problematic pump using a supplied return box and label. The customer acknowledged the need to complete required training before using the new pump. Additionally, storage mode instructions were provided, and the customer was advised to contact their healthcare provider for a backup insulin method.